Event description:
Distal femur plate and one screw were reported as broken. Unknown if the screw broke post operatively or during removal of the broken plate. Reportedly patient had a malunion. All hardware was explanted and replaced with a new plate and screws. This is the first of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Manufacturer narrative:
Additional narrative: date of explant was not reported on initial report.